Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Sterile part 04.503.205.04s, lot 1l83039: manufacturing location: bettlach. Supplier: frueh ag. Release to warehouse date: october 10, 2018. Expiry date: october 01, 2028. Non-sterile part 04.503.205.20, lot h636865: manufactured in us, monument. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional device product code: dzl. Complainant part is not expected to be returned for manufacturer review/investigation. A review of the device history records has been requested. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during a cheekbone fracture surgery on (B)(6) 2018, the head of the matrix mid face screw was partially broken. The issue happened during placement of the plate, when the surgeon inserted the screw into the hole which was opened by a 1.1mm x 6mm drill. However, the partially broken screw was tightened well, so the surgeon decided to keep it inside the patient's body. There were three (3) other screws with no problem that was used to complete the surgery. There was no surgical delay reported. The patient's condition was stable. Concomitant device reported: unknown powered drivers/handpieces (part # unknown, lot # unknown, quantity 1); unknown screws: matrixmidface (part # unknown, lot # unknown, quantity 3). This report is for one (1) ti matrixmidface screw. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Awareness date of previous follow up report should have been february 13, 2019 not february 13, 2018. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.